Event description:
A malfunction was reported on the pump with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support arranged to replace the pump and provided instructions for returning the faulty device, which the customer acknowledged, while continuing to use the current pump until the replacement arrived.